Event description:
Additional information received reported that the patient had the lead revision on (B)(6)-2012. It was stated that the extension was the problem and the lead had migrated out of the epidural space. A different lead model was reportedly used to replace the old lead and extension. It was noted that another lead was left in place because it was working. It was stated that the patient was getting "adequate" stimulation in her upper and lower extremities on the left side as needed. No further information was provided.

Event description:
It was reported that the patient experienced increased pain. The patient had an x-ray and the print out from her stimulator indicated the 8-15 channel to show all open circuits. Patient was going to be referred to replace her percutaneous lead. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not have a scheduled date for revision yet, but the health care provider (hcp) planned to do the revision. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead that was replaced in 2012 was implanted either in the neck or for neck pain, it was not clear. The lead that was left in place was for "thoracic" or leg pain. No further information was supplied.

Manufacturer narrative:
Product ID, 37752 serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID, 37742 serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3708320 serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3487a-33 lot# j0437298v, implanted: 2004 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reason for the revision was that the patient had a lead problem and something went awry with their arm.